Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: "residual insulin remaining in the cartridge (unusable)". The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 200-441 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer did not perform the cartridge air removal step and filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling.